Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the 4 way valve is sticking. As stated on the repair statement, additional malfunction on this device: power (on/off) switch has no alarm.